Event description:
It was reported that the patient presented to clinic for a follow up. Interrogation found that the patient had been paced at a low rate. No intervention has been reported. The patient is due back in clinic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.